Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press few times to respond. Customer stated that the insulin pump had random no delivery alarms. Insulin pump had been non responsive to a brand new battery. Insulin pump was louder to rewind. Insulin pump had hairline crack at the top right corner of the screen and battery life was diminished. Insulin delivery didn't seem to be accurate for basal and boluses. No harm requiring medical intervention was reported. The device will not be returned for analysis.